Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that there was a broken tasp post. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The results of the investigation are as follows: -performed a visual inspection of the provided photograph and found it to exhibit signs of repeated use with the post feature fractured off. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. -root cause was determined to be due to user error as it was incorrectly used while impacting the femoral device. Per the persona primary surgical technique, the tasp portion of the procedure is over prior to implanting the final implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.